Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing. Additional information was received that upon review, ts noted with reproducible noise there could be a concern over electrode or system integrity. Review of the x-rays did show one area of higher stress on the lead where there was a bend. The x-ray did show full electrode insertion into the header of the s-ICD. Ts advised that with the reproducible noise in primary sensing vector a full system revision would be recommended. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing. Additional information was received that upon review, ts noted with reproducible noise there could be a concern over electrode or system integrity. Review of the x-rays did show one area of higher stress on the lead where there was a bend. The x-ray did show full electrode insertion into the header of the s-ICD. Ts advised that with the reproducible noise in primary sensing vector a full system revision would be recommended. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. It was noted that the clinic is still deciding whether the patient needs a replacement or not. No replacement procedure has been scheduled to date. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing. Additional information was received that upon review, ts noted with reproducible noise there could be a concern over electrode or system integrity. Review of the x-rays did show one area of higher stress on the lead where there was a bend. The x-ray did show full electrode insertion into the header of the s-ICD. Ts advised that with the reproducible noise in primary sensing vector a full system revision would be recommended. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. It was noted that the clinic is still deciding whether the patient needs a replacement or not. No replacement procedure has been scheduled to date. Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and successfully replaced. No additional adverse effects were reported.